Manufacturer narrative:
A ge service representative performed an on site investigation. The failure could not be duplicated. It was determined that the system interconnect cable was worn and that the control panel may be defective. Both were replaced. The system was tested and found to be working as intended and placed back into service.

Event description:
It was reported that the system 9800 displayed control panel errors intermittently and the controls would not respond. System would intermittently beep as if unattended xrays were being taken. Reinitializing the system corrected the problem. There was no adverse patient involvement reported. There was no patient information reported.